Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, diabetes mellitus, hypertension, atrial fibrillation, gastrointestinal bleeding, and stroke. Complications reported included renal failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: concomitant percutaneous left atrial appendage closure and transcatheter aortic valve implantation: double hit combo in atrial fibrillation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "concomitant percutaneous left atrial appendage closure and transcatheter aortic valve implantation: double hit combo in atrial fibrillation", was reviewed. This research article is a retrospective single-center experience to evaluate technical success of a combined transcatheter aortic valve intervention (tavi) and left atrial appendage occluder closure (laac) in a single session. The devices included in this study were amplatzer amulet and lambre. The article concluded that same-session tavi and laac in atrial fibrillation patients with high bleeding risk were technically feasible and showed an acceptable short-term safety profile. [The primary author was ahmet kivrak, department of cardiology, hacettepe university faculty of medicine, ankara, türkiye.] [The secondary and corresponding author was mert dogan, department of cardiology, kozluk state hospital, batman, türkiye, with corresponding e-mail: drmertd@gmail.com.] This study included patients with severe, symptomatic aortic stenosis and coexisting atrial fibrillation who underwent combined tavi and laac in a single procedural session from 01 october 2024 and 31 march 2025. A total of 5 patients were included in the study, of which 60% (3) received an abbott device. The average age was 75.6 years. The majority gender was female. Comorbidities included coronary artery disease, diabetes mellitus, hypertension, atrial fibrillation, gastrointestinal bleeding, and stroke.